Manufacturer narrative:
(B)(4). The separation occurred between the tubing and the male luer while infusing an unknown antibiotic. A nurse noticed the floor was wet and checked on the patient. The patient was fine and there was no exposure. The separation occurred within 30 min of the start of the infusion with an unknown baxter pump. This condition occurred during the night shift. The lot number is unknown. There was no patient injury or medical intervention necessary. The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance (cps) of a interlink secondary medication set in which the tubing became dislodged from right above the hub of the alligator clip during patient use. No injury was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.